Event description:
The patient was implanted with an apogee device on (B) (6) 2007. On (B) (6) 2008, it was reported the patient was experiencing vaginal pain/discomfort which is continuing. It was treated with premarin cream. No further information was provided. Additional information received on (B) (6) 2009, indicates subject reported on (B) (6) 2007, urinary incontinence-persistent. Severity mild. Had stopped in june, but seems to have returned from the patient's description, are improved (not as bad) as before. Unlikely related to the device or procedure.